Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered to be similar. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the intervention ercp + placement of the stent, impossibility to release the stent when the gun is auctioned. Even they action the trigger nothing happens. "As per complaint form": stent in biliary duct. When the nurse started to deploy the stent, it was very hard on the handle. The nurse verified that button was fully pushed down. Catheter was not bent and all was ok but the deployment was so hard that after 40^ù releasing the system broke. Additional information received: 1. Was the directional button fully engaged? Yes. 2. Did the red indicator move when the trigger was pressed? Yes. 3. Did the red indicator continue to move after the delivery stopped? System broke before delivery. 4. Were any cracking/popping sounds heard from the handle? Yes. 5. Was the stent partially exposed? Yes. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? No.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered to be similar. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the intervention ercp + placement of the stent, impossibility to release the stent when the gun is auctioned. Even they action the trigger nothing happens. "As per complaint form": stent in biliary duct. When the nurse started to deploy the stent, it was very hard on the handle. The nurse verified that button was fully pushed down. Catheter was not bent and all was ok but the deployment was so hard that after 40^ù releasing the system broke.

Event description:
FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of "deployment issue that results in the exposed stent removed from the patent with the delivery system". During the intervention ercp + placement of the stent, impossibility to release the stent when the gun is auctioned. Even they action the trigger nothing happens. "As per complaint form": stent in biliary duct. When the nurse started to deploy the stent, it was very hard on the handle. The nurse verified that button was fully pushed down. Catheter was not bent and all was ok but the deployment was so hard that after 40^ù releasing the system broke additional information received: 1. Was the directional button fully engaged? Yes. 2. Did the red indicator move when the trigger was pressed? Yes. 3. Did the red indicator continue to move after the delivery stopped? System broke before delivery. 4. Were any cracking/popping sounds heard from the handle? Yes. 5. Was the stent partially exposed? Yes. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? No.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered to be similar. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). Lab evaluation the device involved in the complaint was evaluated in the laboratory on 12 december 2018. Joint failure between belt and shuttle was found. Documents review including IFU reviev prior to distribution all evo-fc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl upon review of complaints, this failure mode has not occurred previously with the lot number c1540786. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1540786. As per the instructions for use, ifu0062-5 which accompanies contradictions for this device "inability to pass the wire guide or stent through the obstructed are, biliary duct strictures of benign etiology, biliary obstruction preventing endoscopic cholangiography, concurrent perforated bile duct, those patients for whom endoscopic procedures are contraindicated, patients with coagulopathy, concurrent bile duct stones, very small intrahepatic ducts and any use other than those specifically outlined under intended use." There is no evidence to suggest that the customer did not follow the instructions for use (ifu0062-5). Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous anatomy. This may have led to a build up of pressure causing the belt to become partially separated from the shuttle, this then led to the difficulty advancing the delivery system and the stent unable to fully deploy. Summary complaint is confirmed as the failure was identified and verified in the laboratory. According to the information reported, there have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.